Manufacturer narrative:
(B)(4). The device has not been received for evaluation by the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Root cause cannot be determined. No corrective actions can be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges "temp probe port on the circuit y cracked." Alleged defect reported detected during use. There was no report of patient injury. Patient condition reported as fine.